Event description:
It was reported that the patient had a hospital acquired pressure injury that was found by a wocn. The pressure injury was unstageable and reported as a deep tissue pressure injury. The injury was described as a straight line across the sacral region. The patient was discharged and no additional medical treatment was required for hospital acquired pressure injury that they know of.

Manufacturer narrative:
It was originally reported that the device was evaluated. Requests were made to physically evaluate the surface. However, the customer did not make the product available for further evaluation. Images of the device were evaluated and no component level defects were visibly identifiable. H3 other text : device was not accessible for testing

Event description:
It was reported that allegedly a patient experienced a hospital acquired pressure injury (hapi) following a spine surgery while on an isoflex lal surface described as unstageable/deep tissue pressure injury in the sacral region. Additionally, it was provided that the patient had a known small pressure injury prior to the spine procedure in a different location than the acquired deep tissue pressure injury. The customer reported that the wound consult nurse checked the patient for pressure injuries 3 days and 9 days after the procedure. The deep tissue pressure injury (hapi) was found 9 days after the spine procedure and reportedly did not require any additional medical treatment before the patient was discharged.

Manufacturer narrative:
The customer reported that the nursing staff checked the patient for pressure injuries 3 days and 9 days after the procedure. The deep tissue pressure injury was found 9 days after the spine procedure. The gel compression set of the internal gel was measured to be within the tolerance as provided in the operations/maintenance manual. As the gel was within performance specifications identified in the manual, the alleged surface contributing to a patient acquiring an unstageable deep tissue pressure injury was not due to any component level defect of the product.

Event description:
It was reported that the patient had a hospital acquired pressure injury that was found by a wocn. The pressure injury was unstageable and reported as a deep tissue pressure injury. The injury was described as a straight line across the sacral region. The patient was discharged and no additional medical treatment was required for hospital acquired pressure injury that they know of.